Manufacturer narrative:
.

Event description:
The hcp reported that post pump implant the patient was not getting adequate pain relief. Her pain was being managed by titrating the type, concentration and dosages of the patient's intrathecal and oral medications. In 2007, the hcp explained to the patient that it appeared she was getting cellulitis on her legs and it was important that she see her primary care physician - no confirmation or follow-up of the possible cellulitis was provided. The following month, a catheter dye study and rotor study were done and both were normal. Dose titration of the intrathecal and oral medications continued. The patient's pain intensity improved; however, 2 months postoperatively, the patient had numbness in her legs. The hcp decreased the dose of the bupivicaine being delivered via the pump. At that time, the pump was programmed to deliver dilaudid (25 mg/ml); clonidine (500 mcg/ml); bupivicaine (20 mg/ml) the daily dose was not reported. The hcp was continuing to manage the patient via dose titration of the intrathecal and oral medications.